Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstation had a black screen. A field service engineer (fse) found the station display black and both the fan and power switch turned off. After powering on, the fan started but the display remained blank. A reboot briefly showed boot mode, but the screen went black again. The engineer replaced the power supply (part black and both the fan and power switch (136617-03), which allowed the station to boot. Logging into rss revealed that full-height drawer 3 was not detected. The engineer powered down the station, replaced the controller board (151903-01), and reassembled. However, the screen went black again. Disconnecting the backup battery and resetting power resolved the issue. A successful reboot confirmed the fix, and drawer functionality was verified by both the customer and nurse. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.